Manufacturer narrative:
Evaluation complete-final report.

Event description:
The account obtained strong positive results with random urine when tested twice and serum testing gave a negative result at less than 2 mlu/ml. Testing used the beta hcg assay in the abbott imx instrument. The pt's diagnosis is pelvic pain and a urinalysis gave 2+ for protein. The reporting site stated that the pt was taking cipro and claforan and occasionally demorol for pain. The pt was discharged. The account stated the drs felt the pt was not pregnant. No further info is available.